Event description:
Info received indicates the set was leaking where it connects to the PICC line. Pt was receiving tpn 104ml/hr.

Manufacturer narrative:
The device was not returned to moog for eval. The complaint could not be confirmed.